Event description:
Complainant alleged that during an evaluation the autopulse® platform displayed a "system error" upon power up. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and no damages were observed. The reported problem was observed upon power up. After the "system error" was cleared, the platform was run for 5 minutes using the large resuscitation test fixture (equivalent to 250 pound patient) and an additional 30 minutes using a mannequin with no problems or errors. A review of the archive was performed which found that the "system error" occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. No parts needed to be replaced to remedy the reported complaint. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform displaying "system error-out of service, revert to manual CPR" message was confirmed through initial functional testing. The root cause was unable to be determined.